Event description:
During a percutaneous transluminal angioplasty (pta) to the popliteal artery the balloon was reported to have burst. The vessel was described as calcified. There was no reported patient injury. No additional patient, lesion/vessel or procedural information is available. This product has been returned for evaluation and testing, however the engineer's report is not yet complete. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni